Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective stimulation. Reprogramming attempts were unsuccessful in restoring therapy. A lead diagnosis did not reveal, any abnormalities in the patient's lead. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein, the scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.